Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00434903611, tm reverse 36mm glenosphere, 63606464. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06304.

Event description:
It was reported that the patient fell postoperatively. Subsequently, the glenosphere had loosened. A revision surgery has been indicated. No additional patient consequences were reported.